Event description:
It was reported the pump did not alarm for occlusion. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the pump did not alarm for occlusion. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: unique identifier (UDI) #, medical device serial #, device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, g codes and manufacturer narrative. The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of pump did not alarm for occlusion could not be confirmed. Inspection, log analysis, and laboratory testing verified that the pressure sensors were functioning within specifications, and the suspect unit was detecting occlusions and generating occlusion alarms as expected. External and internal inspection did not find any issues or anomalies with the suspect pump module that may have been a contributing factor for the reported over infusion. The suspect pump module was manually tested to verify the reported issue of the device not alarming for an occlusion. The suspect device was attached to a dchu pc unit and powered on; an infusion was programmed and started. The IV set was then clamped, and the pump module alarmed for an occlusion as expected. Testing confirmed that the suspect unit was properly detecting the occlusion and generating the appropriate alarm. The alaris system maintenance analog sensor task was performed on the suspect pump module to observe the pressure sensor voltage. As a result, the upper and lower pressure sensors were found to be within specifications. The event and error logs were retrieved from the suspect device using alaris system maintenance (asm) software to assess programming and event details related to the alleged incident. The concomitant pcu logs were not provided. Without the pcu event logs, and due to the limited information, that the pump module logs contain, drug information (such as the exact drug programmed and its concentration), total volume infused, and unit power-off times cannot be determined. Analysis of the logs showed that no error codes or error events were recorded for the suspect device. The review also confirmed that patient side occlusion alarms were recorded on 02dec2025 and 10dec2025. The last infusion recorded on the suspect device occurred on 10dec2025 at 10:01 am programmed with a rate of 30 ml/hr and a volume to be infused (vtbi) of 7.5 ml. During the infusion three patient side occlusion alarms were recorded proper operation of the bd alaris¿ system requires familiarity with its features, setup, programming, IV sets, and accessories. Before use, read all instructions, including those for any attached modules. The bd alaris¿ pcu is the core of the bd alaris¿ system, providing a common user interface for programming infusions. However, the bd alaris¿ system user manual emphasizes verifying infusion parameters before selecting the start key. The alaris system user manual (software version 12.1.2) specifies that, when preparing an infusion, the administration set must be properly loaded into the device to prevent instrument malfunction. Before operating, verify that the set is free from kinks and correctly installed, ensuring tubing placement over the pressure sensors. Only bd alaris pump infusion sets should be used with the pump module, as other sets may result in improper operation, inaccurate delivery of fluid, or potential hazards. Additionally, to avoid damage, do not apply pressure to the center of the pressure sensors use only bd alaris pump infusion sets with the pump module. The use of any other set can cause improper instrument operation, in inaccurate fluid delivery or other potential hazard. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported pump did not alarm for occlusion could not be confirmed. Inspection, log analysis, and laboratory testing confirmed that the suspect device properly detected the occlusion, generated the corresponding occlusion alarms, and that the pressure sensors were within specification. Note that this report lists imdrf annex a0401, g02017, c07, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.